Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a trach care, it was noticed that the patient's trach tube was broken apart from flange. All patient's vital signs were stable and still adequately ventilating. There were no issues during trach change.